Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory; however, they weren't found within a 10-minute timeframe.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available. Note: the meter is designed to report readings of 20 mg/dl (1.1. Mmol/l) to 500 mg/dl (27.8 mmol/l). It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.

Event description:
A customer reported receiving erratic readings on their adc meter. The customer reported receiving readings of "hi" (greater than 500 mg/dl) at 21:00, 10.3 mmol/l (185 mg/dl) at 21:02, "hi" at 21:04 and "hi" at 21:06. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported after obtaining these readings, "they called (B)(6) for advice at 21:30, then took 20 units of insulin at 21:45 then waited and phoned doctor later, the reading was now 27.4 mmol/l (493 mg/dl)." The customer stated at about 22:15 she started feeling weak, faint and losing balance and at 00:00 was transported by an ambulance to a hospital, where she was diagnosed with hyperglycemia and kept overnight. The customer denied any third-party medical treatment. The reported readings were indicative of hyperglycemia and consistent with the diagnosis. There was no report of death, serious injury or mistreatment associated with this event.